Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 650 mg/dl, and a large ketone level identified as dangerous. The cause of elevated bg was unknown. The customer went to the emergency room multiple times, however customer could not recall the details of prior events. One ER visit resulted in customer being hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support as event happened in the past.